Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Surgeon was inserting baseplate into glenoid when he encountered very hard born. Excessive torque was needed to turn the screw, at which point the tip of the driver broke off and was retained in the head of the center screw. Glenosphere was able to attach just fine, and the case proceeded as planned.

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device suggests shows breakage at the driver tip. The fracture patterns suggest application of non-axial tortional load resulting in instantaneous breakage. The returned instrument exhibited significant wear, including scratches & discoloration along the shaft. Furthermore, cracks around the press fit pin in the plastic handle were also observed. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a normal wear related issue. The device has been in use since 2018 and has been subjected to repeated torsional loading along with multiple cleaning and reprocessing cycles. The combined effect of these factors likely led to alteration and degradation of the material properties over time if more information is provided, the case will be reassessed.

Event description:
Surgeon was inserting baseplate into glenoid when he encountered very hard born. Excessive torque was needed to turn the screw, at which point the tip of the driver broke off and was retained in the head of the center screw. Glenosphere was able to attach just fine, and the case proceeded as planned.